Event description:
On (B)(6) 2023 patient was implanted with the nalu peripheral nerve stimulator trial system. During a routine dressing change at the physician's office on (B)(6) 2023, one of the medical staff inadvertently cut one of the trial leads. Surgical procedure was performed for the physician to replace the cut lead in order for the patient to continue with the trial and determine candidacy for a permanent implant.

Manufacturer narrative:
There are no allegations of the nalu system or any of its components failing or malfunctioning. No allegations of device usability issues. Adverse event is directly related to the healthcare personnel inadvertently damaging the device. Patient was able to successfully complete the trial portion of the process and move on to a permanent implant with no further complications.